Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4) . FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for observation to rule out active bleed, monitor correction of international normalized ratio(inr). Presented to emergency department with inr of 10 and states that he has not been feeling well, lately. Has not had a full meal in 2 weeks but has continued to take medication as prescribed. Patient has not noticed any dark tarry stool nor blood per rectum of in his urine. Denies any chest pain, shortness of breath, or syncope, but does claim to have chills with no fever since (B)(6) 2019. No further information was provided.

Event description:
It was reported that the patient experienced a driveline infection during their admission. Patient was admitted with fatigue, poor appetite and malaise. The type of infection was determined to be enterococcus and the patient was administered life long antibiotics. No further information provided.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Furthermore, a specific cause for the patient¿s driveline infection and sepsis could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported bleeding event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas instructions for use (IFU) document lists bleeding, infection, and sepsis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The account reported that on (B)(6) 2019, the patient presented to the emergency department (ed) with an inr of 10 and stated that he had not been feeling well lately. The patient was admitted to the hospital on (B)(6) 2019 to rule out an active bleed and monitor correction of inr. The patient stated that he had not had a full meal in 2 weeks but had continued to take medications as prescribed. The patient had not noticed any dark tarry stool nor blood per rectum or in his urine. The patient denied any chest pain, shortness of breath (sob), and syncope but did claim to have chills with no fever since (B)(6) 2019. The patient received a blood transfusion. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.